Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year old caucasian female patient underwent primary breast augmentation with two 340cc mentor memorygel breast implants and suffered left breast capsular contracture (baker grade iii), post-operatively. The breast has pain, firmness, and implant malposition. As a result, the patient has been scheduled for breast implant removal and replacement with gel implants on (B)(6) 2022.

Manufacturer narrative:
On september 30, 2022, the mentor failure analysis lab received the device for evaluation. On october 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 340cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 12, 2022, mentor received additional information indicating that the patient was also diagnosed with soft and mobile right breast, and bilateral breast ptosis. Complications on the right breast will be reported under mrn: 1645337-2022-10987. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 17, 2022, mentor received additional information indicating that the patient's replacement devices were 250cc mentor silicone implants. In addition to the removal and replacement, the patient also underwent left breast capsulotomy/capsulectomy and bilateral mastopexy.